Manufacturer narrative:
Updated data: b5. Second paragraph. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic heart valve, a pre-implant balloon valvulo plasty was performed. During the loading of a valve with the delivery catheter system, a misload occurred. There was a frame overlap between nodes 8 and 9. As reported, the misload occurred due to operational error. A different dcs and different valve were used. The valve was successfully loaded and implanted. Three days following the valve implant, atrial fibrillation was identified and an unspecified intravenous medication was administered. The physician indicated this rhythm was possibly related to the valve itself. No additional adverse patient effects were reported. Additional information was received to clarify the operational error of the valve loader. The loader did not identify the misload during visual inspection. Because the misload was not identified during loading, it was considered operational error.

Manufacturer narrative:
Eval code method was added. Product analysis: no device was returned for analysis; however, procedural fluoroscopic images were submitted for review. The valve load was performed via fluoroscopic inspection and a misload was clearly visible with a bent strut in the valve frame. Per medtronic best practices, if a misload is confirmed, the valve and delivery catheter system (dcs) should be discarded and a new valve should be loaded onto a new dcs. Evidence showed a new valve was loaded and fluoroscopic inspection of the valve load confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. There was no evidence of multiple recaptures. The valve was deployed per best practices and properly placed in the aortic annulus, approximately 2mm depth. It was reported that atrial fibrillation was identified three days post-procedure. Other than the misload, the procedure was uneventful, thus cause of the new onset of atrial fibrillation is undetermined. Of note, as stated in the device instructions for use, potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following conduction system disturbances: atrioventricular node block, left-bundle branch block, complete heart block, and asystole, which may require a permanent pacemaker. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic heart valve, a pre-implant balloon valvulo plasty was performed. During the loading of a valve with the delivery catheter system (dcs), a misload occurred. There was a frame overlap between nodes 8 and 9. As reported, the misload occurred due to operational error. A different dcs and different valve were used. The valve was successfully loaded and implanted. Three days following the valve implant, atrial fibrillation (afib) was identified and an unspecified intravenous medication was administered. The physician indicated this rhythm was possibly related to the valve itself. No additional adverse patient effects were reported. Additional information was received to clarify the operational error of the valve loader. The loader did not identify the misload during visual inspection. Because the misload was not identified during loading, it was considered operational error. Additional information was received to report the patient continued to have afib one day after onset. An antiarrhythmic was administered and the patient returned to sinus rhythm. On the same day, the patient was started on a novel oral anti-coagulant (noac).

Manufacturer narrative:
Select patient information cannot be documented in the report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic heart valve, a pre-implant balloon valvulo plasty was performed. During the loading of a valve with the delivery catheter system, a misload occurred. There was a frame overlap between nodes 8 and 9. As reported, the misload occurred due to operational error. A different dcs and different valve were used. This valve was successfully loaded and implanted. Three days following the valve implant, atrial fibrillation was identified and an unspecified intravenous medication was administered. The physician indicated this rhythm was possibly related to the valve itself. No additional adverse patient effects were reported.